Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on january 10, 2024.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on april 15, 2024.

Manufacturer narrative:
This report is submitted on september 21, 2023.

Event description:
Per the clinic, open circuits were noted on 2 electrodes and short circuits were noted on all electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.